Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under all of the button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be intact; no damage was observed. The contrast button was unresponsive during testing, which has no effect on insulin delivery function. All other keypad buttons responded appropriately. The keypad was removed and evidence of contamination was found under all of the button contacts. (B)(6).